Event description:
It was reported that crystallization was observed when using an unspecified infusor device (10ml/h). This was observed during preparation of epoch with doxorubicin, vincristine and etoposide. The mixture was prepared again to resolve the issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.